Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-feb-2017. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of multiple episodes of pelvic pain ('pelvic pain', 'more and more acute pelvic pain or in the groin') in a female patient who had essure (batch no. 619531) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included the pill. Six months after essure placement, she consulted an ent specialist, who found nothing abnormal. Everything was chalked up to stress ¿ an easy out. She consulted the ent specialist again, but no abnormalities were found. Concurrent conditions included thyroid nodular. On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced the first episode of pelvic pain (seriousness criterion medically significant), abdominal pain lower ("increased pain in lower abdomen"), adnexa uteri pain ("increased pain in ovaries"), menorrhagia ("highly abundant, indeed haemorrhagic, menstrual bleeding / very highly abundant menstrual periods"), abdominal pain ("intense abdominal pain / abdomen painful"), urinary tract infection ("urinary tract infections"), fatigue ("intense fatigue"), throat discomfort ("throat discomfort"), breast pain ("increased pain in her breasts"), ear discomfort ("problems in one ear as if it was plugged or when you take an aeroplane") and fungal infection ("fungal infections"). In 2009, the patient experienced premenstrual syndrome ("premenstrual symptoms / symptoms became more and more painful as the months passed"). In 2011, the patient experienced facial neuralgia ("facial neuralgia / acute attacks"). In 2012, the patient experienced postprandial hypoglycaemia ("functional postprandial hypoglycaemia"), dyspnoea ("difficulty breathing"), piloerection ("the ¿goose flesh¿ on one arm or one leg or one side of the body, a very strange feeling") and stress ("stress"). In 2015, the patient experienced back pain ("chronic lower back pain/lumbar pain / every night, woken up by lumbar pain"), myalgia ("muscle pain / every night, woken up by muscle pain"), abdominal distension ("abdomen very bloated and painful, so she cannot even button her trousers any more"), hypoaesthesia ("numb fingers / every night, woken up by numb hands"), depression ("depression, untimely crying fits / moments of depression and unexpected fits of crying were part of her everyday life") with crying, the second episode of pelvic pain ("more and more acute pelvic pain or in the groin"), groin pain ("more and more acute pelvic pain or in the groin"), oropharyngeal discomfort ("very unpleasant discomfort in the throat, as if had something at the back of throat, and her mouth and tongue were very sensitive with a stinging sensation"), vaginal discharge ("very thick leucorrhoea, very unpleasant, every day"), bladder pain ("bladder pain like a knife jab"), micturition urgency ("the urge to urinate even she has just come out of the toilet") and paraesthesia oral ("mouth and tongue became very sensitive with tingling"). The patient was treated with antiinflammatory/antirheumatic products, salbutamol (ventoline) and osteopath, plantar reflexology specialist, acupuncture specialist, homeopath. At the time of the report, the abdominal pain lower, adnexa uteri pain, abdominal pain, urinary tract infection, throat discomfort, breast pain, premenstrual syndrome, dyspnoea, piloerection, groin pain, vaginal discharge, bladder pain, micturition urgency, stress and paraesthesia oral outcome was unknown, the back pain, myalgia, menorrhagia, abdominal distension, fatigue, hypoaesthesia, postprandial hypoglycaemia, depression, ear discomfort, fungal infection, the last episode of pelvic pain and oropharyngeal discomfort had not resolved and the facial neuralgia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, bladder pain, breast pain, depression, dyspnoea, ear discomfort, facial neuralgia, fatigue, fungal infection, groin pain, hypoaesthesia, menorrhagia, micturition urgency, myalgia, paraesthesia oral, piloerection, postprandial hypoglycaemia, premenstrual syndrome, stress, throat discomfort, urinary tract infection, vaginal discharge, the first episode of pelvic pain, oropharyngeal discomfort and the second episode of pelvic pain with essure. The reporter commented: she informed that she had not experienced pre-menstrual symptoms for years. The ent specialist prescribed drops due to ear problems, to try to relieve the problem, unfortunately without much efficacy. She also explained that no medical explanation was found for the goose flesh. Repeated ultrasound found nothing abnormal (yet again). Thyroid ultrasound was also normal, and no treatment was offered, unfortunately she has to live with it. According to her gynecologist, leucorrhoea happens, and her neurologist did not suspect carpal tunnel syndrome due to muscle and lumbar pain and numb hands. Furthermore the patient explained that, the moments of depression and fits of crying were part of her everyday life, even though she has a fantastic family, who did not understand what was happening to her (neither she). And as a result, her life has become quite hard to manage. She informed that has to eat meals 5 times a day to avoid episodes of hypoglycaemia, and for her chronic fatigue she has to lie down at 4 o¿clock in the afternoon because her legs no longer hold out. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for allergy to nickel and titanium. Blood test - in 2012: nothing of note. Chest x-ray - in 2012: nothing of note. Computerised tomogram - on an unknown date: of back: results not provided. Face and mouth x-ray - in 2012: no results. Ultrasound pelvis - in 2015: nothing abnormal. Ultrasound thyroid - on an unknown date: normal, apart from known nodules, which not change. X-ray dental - in (B)(6) 2012: incl. Sinuses: found nothing. Quality-safety evaluation of ptc: lot number 619531 (production date feb-2009, expiration date feb-2012). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: as per follow-up information received, case (B)(4)was identified as a duplicate of this case. All the information from deleted case (B)(4) has been transferred to this case. New lab data added; new events stress, mouth and tongue became very sensitive with tingling added. After internal review, event urinary tract infection was downgraded to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.